Event description:
A malfunction was reported on a pump. It is unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl as the customer did not have a reading at the time. The customer was assisted by technical support to reset the pump, and after resetting, the same malfunction did not occur again. The customer was advised that they could continue using the pump and to reach out if the malfunction recurred.